Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the error prevented certain functions, as medications could not be removed from the cubie and controlled drug inventory counts could not be performed. A technical support specialist (tss) remotely connected to the station and brought it into the administrative profile as permitted. The tss identified that the station database had reached its maximum size due to repeated dump file generation and cleared the dump files while reducing the database size. The tss stopped synchronization and maintenance services, performed a manual database backup, and verified that transactions between the station and server were consistent. The tss confirmed that there were no synchronization errors and that communication with the server was active, then reviewed server purge settings and configuration. The tss proceeded to drop the database and initiated a full synchronization to prevent recurrence. The tss confirmed that the full synchronization completed successfully, with the device communicating and transferring data in real time. The tss informed the customer of the findings, verified that the system was functioning as expected, and closed the case after completion. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server error prevented certain functions, as medications could not be removed from the cubie and controlled drug inventory counts could not be performed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.